Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Events associated with the securestrap device reported via 2210968-2022-07429. Events associated with the securestrap open device reported via 2210968-2022-07430.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing laparoscopic inguinal hernia repair. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 100 experienced intraoperative complications. 44 bleeding, 77 organ injuries, 21 vascular complications, 50 bowel complications, 3 bladder complications, 2 spleen complications, and 6 other intraoperative complications. 133 patients experienced general complications. 8 fever, 19 urinary tract infection, 6 diarrhea, 4 gastritis, 3 thrombosis, 4 pulmonary embolism, 1 pleural effusion, 17 pneumonia, 9 cpod, 6 cardiac insufficiency, 1 coronary heart disease, 2 myocardial infarction, 8 renal insufficiency, 6 hypertensive crisis and 62 other general complications. 178 patients experienced postoperative complications. 43 bleeding, 82 seroma, 22 prolonged ileus or obstruction, 16 bowel injury/anastomotic insufficiency, 16 wound healing disorder, and 15 infection. 60 patients experienced complication-related reoperations. 322 recurrence on 1-year follow up, 989 pain on exertion on 1-year follow up, 538 pain at rest on 1-year follow up, 428 pain requiring treatment on 1-year follow-up, 32 trocar hernia on 1-year follow-up, 38 secondary hemorrhage on 1-year follow-up, 195 seroma on 1-year follow-up, and 108 infection on 1-year follow-up. A copy of the clinical evaluation form is being submitted with this regulatory report.